Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per (B)(4). Corrected data: d4 model # / catalog #: previously reported as dsx500h11 ; updated to dsx500t11c. D4 serial #: previously reported as (B)(6) ; updated to (B)(6). D4 unique identifier (UDI) #: previously reported as (B)(4) ; updated to (B)(4).

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed inflammation in the right upper lobe of the lung which was revealed on a CT scan as a ground glass opacity. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed inflammation in the right upper lobe of the lung which was revealed on a CT scan as a ground glass opacity. In the previous report section b5 was incorrect, it should have been reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having cough and the patient developed inflammation in the right upper lobe of the lung which was revealed on a CT scan as a ground glass opacity. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury. Nor is there any report of medical intervention required or received to preclude a life-threatening injury or permanent impairment. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated / corrected in this report.